Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm. Customer¿s blood glucose was 8.0mmol/l at time of incident. Troubleshoot was performed but did not resolve the issue. Customer advise to replace battery and monitor the insulin pump. Insulin pump will be returned for analysis.